Event description:
The customer reported the device is showing audio failed. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
Section e reporting institution phone # (B)(6). The remote service engineer (rse) spoke to the customer and confirmed that the speaker needed to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The customer was provided a replacement speaker to resolve the issue.